Event description:
Boston scientific received information that during a routine follow up visit this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. (Serial number of lead is unknown at this time) the connection was checked and no abnormalities were found. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.